Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 01/05/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the pump¿s black box history showed that loss of prime warnings due to low, non-zero, force were recorded. During testing, the pump was not able to complete the rewind step; the cartridge piston rod would not move. The pump case was removed and moisture damage was found on the printed circuit board. The prime issue was not able to be adequately investigated due to the pump no being able to complete the rewind step. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. An attempt to contact the distributor has been made. There was no further information available regarding the complaint available at this time; if further information is provided, a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.